Event description:
During an ercp procedure, the physician used a cook endoscopy fusion oasis stent introduction system to place a stent. After deploying the stent, it was extremely difficult to remove the guiding catheter. Nothing had to be retrieved from the pt. Stent placement was verified and drainage was confirmed. Nothing had to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for eval. No discrepancies or anomalies were observed during a review of the device history record for this device. We were unable to conduct a sample test from this lot because the devices had been previously distributed. A review of the six month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: we were unable to conduct a full investigation because the product was not returned for eval. A definitive cause for the reported observation is unable to be determined. Prior to distribution, all fusion oasis stent introducers are subjected to a visual inspection to ensure device integrity. The device is visually inspected for kinks. The outer diameter size of the guiding catheter is verified during the inspection process. This is done 1 per lot and visually compared to the remainder of the lot. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.